Manufacturer narrative:
This catheter lumen was separated from the hub by the surgeon tugging on the catheter lumen while performing the tunneling procedure. The catheter was decontaminated and visually examined under 10x magnification. The arterial lumen is separated from the rest of the catheter at the silicone hub. The proximal end of the arterial lumen is missing 1.4cm that must have been uct away with the extension and discarded as it was not returned. The edge of the lumen is jagged and appears to have been subjected to excessive force applied to it. The catheter and the lumen can be reconstructed. They fit together and show how the catheter lumen was pulled away from the hub and torn apart by excessive force. The catheter lumen that is broken off is 24cm long. The proximal end of the venous lumen has started to pull away from the hub, the wall of the lumen is thinner, however it is not torn. The damage to this catheter was caused by excessive force being applied to the catheter lumen, possibly during the tunneling procedure.